Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
Upon completion of the investigation, it was noted that upon receipt, the position of the cam was not visible due to a thick layer of a white substance covering the valve casing. It was also noted that the valve mechanism could not be seen and the valve casing was not seated properly. The device was tested, although no occlusions were found the device could not be tested for programming and pressure since the cam mechanism was not visible. Biological debris was seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
The sales rep reported that the mechanism blocked when they tried to increase the level to 200 due to subdural hematomas. There were 10 attempts to readjust the valve prior to surgery. The x-rays showed same level after each attempt. As a result, the valve was replaced.